Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 400 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient had the pump replaced on (B)(6) 2017 and came back to the clinic with a fever and increased spasticity two days post-operation. The patient was given antibiotics to rule out infection and was admitted. The patient had been in the hospital since due to uncontrolled spasticity. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. It was related that the pump was programmed with a 75 mcg bolus to test delivery and there was no clinical response. The hcp suspected a catheter or pump malfunction. The side port was accessed and flowed freely. The patient was referred for catheter and pump replacement, and the surgical intervention was planned but did not yet occur and had not been scheduled. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of the fever and uncontrolled spasticity). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reas on. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-dec-20. It was reported that the patient was given antibiotics to cover the possibility of infection. Spasticity still increased. The hcp told the manufacturer's representative that the patient came back to the clinic the following wednesday after monday replacement and presented with symptoms. It was indicated that a back table prime was not performed as the catheter aspirated perfectly in the operating room or. Once the surgery to replace the catheter and pump is performed, the products would be returned for analysis. The clinician programmer and card used to program the pump at the replacement were the latest software. It was indicated that the information was confirmed with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found to be patent. If information is provided in the future, a supplemental report will be issued.

Event description:
The document contained no new information.